Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and the pace/sense portion another manufacturer's right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms approximately 6 months post device implant and resulted in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the patient was seen in clinic for further evaluation. In clinic evaluation noted noise on the rv lead in bipolar and impedance measurements were noted to be within normal limits at 1,723 ohms. Episodes of atrial fibrillation (af) with rapid ventricular response were observed upon review of stored device memory. The patient was noted to currently be in af 100% of the time. The lead configuration was programmed back to bipolar and the remote monitoring alert trigger was increased. Monitoring will be continued.